Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06r87-22 that has a similar product distributed in the us, list number 06r87-20.

Event description:
The customer reported false positive architect sars-cov-2-igm for multiple healthcare workers. The customer stated that the results for these healthcare workers generated positive results for sars-cov-2 igm and negative results for sars-cov-2 igg, with negative results for pcr testing method. No other information was provided by the customer. The customer¿s diagnostic algorithm is that if igg and igm are tested, and if one assay is positive, then molecular testing is performed. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false positive architect sars-cov-2 igm results included a search for similar complaints, and the review of complaint text, trending data, labeling and device history records. Return testing was not completed as returns were not available. Specificity and sensitivity testing were done using an in-house retained kit of lot 21404fn00, stored at the recommended storage conditions. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Device history record review on lot 21404fn00 did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. The customer reported potential false positive results for health workers samples when testing was performed with architect sars-cov-2 igm, lot 21404fn00. The same samples generated negative results with architect sars-cov-2 igg and pcr. No other information was provided by the customer. In this case, no specific patient history was provided for the health workers. Per summary and explanation section of the architect sars-cov-2 igm package insert, the host immune system reacts to the infection by sars-cov-2 by producing specific antibodies. These antibodies have been reported to appear in serum or plasma of infected individuals after the detection of viral ribonucleic acid (rna) in swabs and a few days to 2 weeks after the onset of symptoms. Specific igm antibodies to sars-cov-2 may be detectable in covid-19 patients during the symptomatic phase of the disease after rna is no longer detectable. At this time, duration and strength of the igm antibody response continue to be characterized; the kinetics of this response are unknown. Per the clinical performance section of the package insert, a study was performed to estimate the negative percent agreement (npa), 2965 serum and plasma specimens from subjects assumed to be negative for sars-cov-2 were tested using the sars-cov-2 igm assay. All of the specimens were collected prior to september 2019 (pre-covid-19 outbreak). The npa is 99.56% (95% ci: 99.25, 99.74). A study was also performed to estimate the positive percent agreement (ppa), between the sars-cov-2 igm assay and the polymerase chain reaction (pcr) comparator, 326 serum and plasma specimens were collected at different times from 103 subjects who tested positive for sars-cov-2 by a pcr method and who also presented with covid-19 symptoms. Each specimen was tested using the sars-cov 2 igm assay. The ppa and the 95% confidence interval (ci) were calculated. The ppa at = 31 days post-positive pcr result is 100.00% (95% ci: 51.01, 100.00). Twenty-eight (28) specimens from 8 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at = 31 days post-positive pcr result was 80.00% (95% ci: 37.55, 98.97). It should be noted that the duration of the igm antibody response has not been fully characterized. These study results are representative performance data. Results obtained in individual laboratories may vary. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation architect sars-cov-2 igm reagent lot 21404fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igm reagent was identified.